Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and station clinic_ob had lost connection with the server. Customer stated that station had no internet/ power outages and nurses were adding all patients as temporary patients because they had not followed over from adt. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.